Event description:
Baxter pump failed to alarm for an upstream occlusion for a kinked IV tubing. This patient is on a pressor, and this is the medication that is a part of this situation. The patient's bp started to drop suddenly, md notified immediately, this rn having to titrate pressor up, however this entire time the IV tubing had a small barely noticeable kink that the IV pump probably should have alarmed for an upstream occlusion. Per clinical engineering: pump was programmed for norepinephrine on [redacted date] at 17:07 in the logs (1:07 pm) and there were a couple upstream occlusions over the next few days without the tubing being reloaded, which could have caused the sensor to be reset. The pump passed all the usual verification tests.